Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The first report of three complaints involving an a1059 from the same facility. An a1059 mayfield skull clamp opened during a surgical procedure. The patient was not injured.